Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . Pt reported the stimulator doesn't seem to be working as well on the right side and it is not working at all on the left side in the last few weeks. Pt reported the ins battery has not been consistent with power drain - pt stated some times the ins battery will run out of battery quickly and then other times it will take days for the battery to deplete. Pt stated that she is not making any programming changes so she is noticing this all under one group since jan 2021. Pt stated it seems like the ins battery is moving more to her side - pt stated this has been going on gradually since implant. Pt stated she has not had any traumas / falls, the patient was redirected to their healthcare provider to further address the issue.